Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product was not returned and no lot number was provided. The x-rays confirmed that two screws are loose postoperatively. Complainant part is not expected to be returned for manufacturer review/investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional codes: kwp, mnh, mni. (B)(4). Date of implant is unknown; it is not known if the device was explanted during revision surgery. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it is reported patient was implanted with two (2) titanium locking screws and a plate on unknown date. On unknown date it was reported the two (2) screws were loosening. A revision procedure on (B)(6) 2017 was reported. It is not known what was explanted or if additional hardware was implanted. Concomitant medical products: plate (part number unknown, lot number unknown, quantity 1). This report is for one (1) locking screw. This is report 1 of 2 for (B)(4).